Event description:
Mandible plates removed from patient's jaw due to complaints of increasing pain for past couple of weeks. Manufacturer response (as per reporter) for 1.5mm bone plate (straight plate 16 hole), bone plateswill forward info to qc and call this office. Manufacturer response (as per reporter) for 2.0mm bone plate (straight plate 16 hole), bone platewill have qc dept contact me.